Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe had difficult plunger movement. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No sample was returned in support of this complaint. A photograph was returned and evaluated. A device history record review did not indicate any anomalies during the production of lot number 6267698 that could have contributed to this issue. Investigation conclusion: the design file, product spec and IFU clearly states this product is for single use only. There have been no other complaints regarding the design.

Event description:
It was reported that the bd posiflush xs pre-filled flush syringe had difficult plunger movement. There was no report of exposure, injury, or medical intervention.